Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the patient was hospitalized. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: the black box contained data from (B)(4) 2018 thru (B)(4) 2018; data from the date of the alleged incident had been overwritten due to continued patient use. The available data revealed daily insulin delivery totals correctly reflected the programmed basal rates. There was no activity outside normal patient use observed in the pump history. Investigation did not reveal any defects related to the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the display was dim/faded/discolored.